Manufacturer narrative:
Beckman coulter field service engineer (fse) replaced the buffer valve to resolve the reported issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported on 17-jul-2025 obtained low patient results on multiple analytes including sodium (na) and potassium (k) on their dxc700au clinical chemistry analyzer p/n b86444 and instrument serial number (B)(6). Service was dispatched. There was no report of impact on patient treatment in connection to this event. The customer did not provide any data and/or patient demographics.